Manufacturer narrative:
The customer was contacted for return of the suspect product. The pro-padz have been discarded and are not available for return. The lot number is unknown so retain sample testing is unable to be performed. The clinical log file from the device is not available for review. The IFU warns the user that excessive hair, poor adherence and/or air under the electrodes, as well as damage/folding in the electrode packaging can lead to the possibility of arcing and skin burns. No trend associated with similar reports.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), a spark was seen from the electrode pads after a shock was delivered to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.